Manufacturer narrative:
The device was received on 16th september 2019. Conducted skull clamp inspection: torque screw pin pressure, functional, lubrication and visual test / inspection. Result: tip of extension arm is damaged, preventing proper sliding. It generally cannot be excluded that the damage has contributed to the event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual.

Event description:
Customer service was contacted on (B)(6) 2019 by customer. Customer stated, that the surgeon had a slippage.